Manufacturer narrative:
The location of the lead is not known at this time. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that during an implant procedure, this right atrial (ra) lead could not be implanted due to an unknown product performance issue. No adverse patient effects were reported.